Event description:
Surgeon was using the gyrus acmi everest bicoag marco jaw forceps (lot # pw303457) and after a few uses jaws would not close all the way. This instrument was removed from the field and another one was opened to use. The next one (lot# jfg651294) did the same thing. A third "like" device was opened and functioned properly for the remainder of the procedure. Tissue with two separate like devices.